Event description:
The customer reported the paddles failed to charge.

Manufacturer narrative:
(B)(4). The customer reported the paddles failed to charge. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.